Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's cassettes need to be changed sooner than the expected 48 hours. The patient finds that they must change the treprostinil cassette 2-3 hours early, it's noticed that the patient does not have enough medication left in the pump. Additionally, the patient experiences a tingling and numb sensation. The patient did not experience any interruption in infusion or receive any messages from the pumps but plans to switch them out. The patient had a backup device but experienced the same issue with both pumps. However, patient successfully continue the infusion. The infusion is life-sustaining, and the outcome of the event is resolved.